Manufacturer narrative:
It was reported that the patient was hospitalized due to delayed wound healing. Irrigation and debridement procedures were performed and antibiotics were administered. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient was hospitalized due to delayed wound healing. Irrigation and debridement procedure were performed and antibiotics were administered.